Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance has slowly been increasing over the past five months and is now high. The lead remains in use. No patient complications have been reported as a result of this event.